Event description:
It was reported that the insulin pump experienced a delivery anomaly. The blood glucose reading was 131 mg/dl. The customer stated that the bolus wizard did not always figure the active insulin. She stated that the insulin pump did not take into account her active insulin, causing her to over-bolus. The customer stated that she had had assistance with programming the insulin pump, noting that the insulin pump was reading a blood glucose reading in the upper 90 mg/dl range. The most recent blood glucose reading was 71 mg/dl before lunch. The customer declined to perform the displacement test, advising that she did not want to finish troubleshooting and would contact her doctor regarding the device settings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.